Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that coredx pulmonary biopsy forceps were used in the lungs during an endobronchial ultrasound procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the forceps were unable to be removed from the scope due to the jaws breaking and not being able to close. Reportedly, the jaws and the area where the jaws connect to the catheter were bent. In addition, the pull wire disconnected from the attachment to the jaws, but did not break off completely. The scope and forceps were pulled out together and the procedure was completed with another coredx biopsy forceps. There were no patient complications reported as a result of this event.